Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form per FDA request. Post market vigilance (pmv) led an evaluation of one endo clip med/lrg 10mm pistol grip single use clip applier. The instrument was received partially applied with seventeen remaining clips. During functional evaluation, it was observed that the jaws would not close upon actuation of the handle. The instrument body was removed from the shaft and disassembled for visualization of internal components. It was observed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. Due to the noted damage, further functional testing of the instrument could not be performed. In addition; the interlock mechanism was triggered because of rapidly actuating the handles of the device and or forcing the device, this renders the device inoperable and poses no harm to the patient. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related failures. Replication of this condition may occur when an attempt is made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature is designed to prevent the jaws from closing on a vessel in the absence of a loaded clip. If an attempt is made to forcibly fire the instrument while engaged in interlock, the lugs are designed to break as noted and the interlock feature continues to function as intended. The root cause of the observed damage was misuse of the product. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vats procedure, the device¿s jaws were unable to close. The clip had held up tissue but could not be fired completely. A new device was used in order to complete the case. No patient injury.